Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d355 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #18: system pressure. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate pressure dome membrane leak. Service order report, (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a blood leak coming from the system pressure dome at "about 10 minutes" into the procedure. The customer said that there were two alarm #18: system pressure alarms prior to the leak. The customer aborted the treatment and did not return any fluids to the patient. The patient was reported to be in stable condition. The customer reported that after uninstalling the system pressure dome, it appeared that "the bottom blew out." The customer stated that the pressure dome membrane had become partially dislodged. The customer reported that blood had spilled underneath the pump heads, and requested service to clean the instrument. The kit was not returned for investigation.

Manufacturer narrative:
Service order, (B)(4), feedback: the service technician cleaned underneath the pump deck and he also replaced the red blood cell pump head due to sticking. The system checkout procedure was then successfully performed. (B)(4).